Event description:
It was reported that the lesion was tortuous and 70% stenotic.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was distal from 6 previously placed stents in the right coronary artery. As the physician attempted to cross the lesion with a taxus express2 2.5 x 24 mm stent, significant resistance was encountered. Consequently, the stent could not cross the lesion. Upon removing the taxus stent back into the guide catheter resistance was encountered. Once the stent was outside the body it was discovered that the proximal struts were frayed. No pt injuries or complications were reported. Using a buddy wire system the physician placed a second stent of the same size to complete the procedure. Pt status is reported as "satisfactory/good."